Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 13-1064-1227. 8100 sn: (B)(4) had the error code of 13-1064-1227 and the customer wanted to know how to correct this problem. I explain to the customer that he needed to re-flash the 8100 to correct that error code. The customer said is that all he would have to do. I explain to the customer that yes. He said ok and ended the call.